Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a rapid battery depletion which triggered recommended replacement time (rrt) earlier than anticipated. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Rapid battery voltage present on depletion on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Hybrid analysis confirmed the depleted battery was the cause of the no-telemetry/no-output condition. When powered by an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. The battery was not forwarded to medtronic energy and component center for analysis due to a perforation of the casing during the removal process. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) had been extracted. No patient complications have been reported as a result of this event.